Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), abdominal pain ("severe abdominal pain/ cramp / chronic cramps"), pelvic infection ("infections"), device dislocation ("malposition of essure"), vaginal haemorrhage ("vaginal bleeding/ made me bleed heavily like chunks") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6)-year-old female patient who had essure (batch no. 12367144) inserted for contraception and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: birth control pills from 2003 to 2007. Concurrent conditions included uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("stomach swell/ bloating"), dyspepsia ("complete indigestion and a hard time eating") with eating disorder, asthenia ("weakness") and uterine spasm ("it was like her uterus was contracting every time she had her menstrual"). On (B)(6) 2013, 3 years 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods/ heavy menstrual bleeding"), back pain ("lower back pain"), non-consummation ("no sexual life"), device allergy ("allergic reaction / various allergic reactions") with pruritus, rash papular, skin exfoliation and dermatitis allergic, uterine leiomyoma ("fibroids"), dysmenorrhoea ("painful menstrual bleeding/ painful menstruation"), the first episode of headache ("severe headaches"), urinary incontinence ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), infection ("infection (other),"), nausea ("nausea"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), migraine ("migraines"), the second episode of headache ("headaches"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), weight decreased ("weight gain / loss specify which one: weight loss"), rash papular ("rashes or skin conditions type: bumps and rashes"), dry skin ("dry skin patches") and vaginal discharge ("vaginal discharge"). The patient was treated with hydrocortisone acetate (hydrocortison for injection), vicodin, paracetamol (tylenol), ibuprofen (motrin), surgery, surgery, surgery, surgery (hysterectomy (partial), oophorectomy (bilateral removal of ovaries)) and surgery. Essure was removed on (B)(6) 2013. On (B)(6) 2013, the abdominal pain, vaginal haemorrhage, abdominal distension, dyspepsia, asthenia and uterine spasm had resolved. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the pelvic infection, device dislocation, back pain, non-consummation, device allergy, uterine leiomyoma, genital haemorrhage, urinary incontinence, female sexual dysfunction, bladder disorder, dyspareunia, device expulsion, fatigue, hormone level abnormal, gastrointestinal disorder, alopecia, infection, nausea, bacterial infection, migraine, the last episode of headache, allergy to metals, depression, weight decreased, rash papular, dry skin and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, back pain, dysmenorrhoea, dyspepsia, menorrhagia, non-consummation, pelvic pain, uterine leiomyoma, uterine spasm and vaginal haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial infection, bladder disorder, depression, device allergy, device dislocation, device expulsion, dry skin, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, migraine, nausea, pelvic infection, rash papular, urinary incontinence, vaginal discharge, weight decreased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results: on (B)(6) 2009 : essure confirmation test is : total bilateral occlusion. On (B)(6) 2013 ¿ surgical pathology final report (post hysterectomy): cervix: chronic cystic cervicitis. Endometrium: proliferative endometrium. Myometrium: adenomyosis; leiomyoma. Right and left fallopian tubes, excision: no pathologic change. Quality-safety evaluation of ptc: medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No further adverse event was reported at the time of this assessment. No additional ae case report has been received to date in relation to batch no. 12367144. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(6).¿ most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet : the event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: skin, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, gastrointestinal or digestive system condition, hair loss, hormonal changes, hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: bacterial, infection (other), malposition of essure, migraines / headaches, nausea, nickel allergy, pain, psychological or psychiatric problems condition: depression, rashes or skin conditions type: bumps and rashes dry skin patches, vaginal discharge, weight gain / loss specify which one: weight loss and lab data added. (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5032718) on 13-jan-2014. The most recent information was received on 18-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), abdominal pain ("severe abdominal pain/ cramp / chronic cramps"), pelvic infection ("infections"), device dislocation ("malposition of essure"), vaginal haemorrhage ("vaginal bleeding/ made me bleed heavily like chunks") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 12367144) inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: birth control pills from 2003 to 2007. Concurrent conditions included uterine fibroid, pelvic adhesions, endometriosis, menometrorrhagia, anemia, hemorrhage vaginal, cervicitis cystic, adenomyosis and pain in joint since 2010. Concomitant products included fexofenadine (allegra) since 2002, fluticasone propionate (flonase) since 2009, loratadine (claritin) since 2008 and metronidazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, 3 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("complete indigestion and a hard time eating") with eating disorder, dysmenorrhoea ("painful menstrual bleeding/ painful menstruation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced the first episode of headache ("severe headaches"), nausea ("nausea") and migraine ("migraines"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach swell/ bloating"), asthenia ("weakness") and uterine spasm ("it was like her uterus was contracting every time she had her menstrual"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"), rash papular ("rashes or skin conditions type: bumps and rashes") and dry skin ("dry skin patches"). In (B)(6) 2011, the patient experienced anaemia ("anemia"). In (B)(6) 2012, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods/ heavy menstrual bleeding"), back pain ("lower back pain"), non-consummation ("no sexual life"), device allergy ("allergic reaction / various allergic reactions") with pruritus, rash papular, skin exfoliation and dermatitis allergic, uterine leiomyoma ("fibroids"), urinary incontinence ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), device expulsion ("expulsion of essure device"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection (other),"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial"), the second episode of headache ("headaches"), allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with hydrocortisone acetate (hydrocortison for injection), vicodin, paracetamol (tylenol), ibuprofen (motrin), surgery ((B)(6) 2013, hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy), surgery, surgery, surgery ((B)(6) 2013, hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy) and surgery ((B)(6) 2010- ablation). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the abdominal pain, vaginal haemorrhage, abdominal distension, dyspepsia, asthenia and uterine spasm had resolved. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, dyspareunia, fatigue, alopecia, nausea, migraine, weight decreased, vaginal discharge and anaemia had resolved and the pelvic infection, device dislocation, back pain, non-consummation, device allergy, uterine leiomyoma, urinary incontinence, female sexual dysfunction, bladder disorder, device expulsion, hormone level abnormal, gastrointestinal disorder, infection, urogenital infection bacterial, the last episode of headache, allergy to metals, depression, rash papular and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, back pain, dysmenorrhoea, dyspepsia, menorrhagia, non-consummation, pelvic pain, uterine leiomyoma, uterine spasm and vaginal haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, bladder disorder, depression, device allergy, device dislocation, device expulsion, dry skin, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, migraine, nausea, pelvic infection, rash papular, urinary incontinence, urogenital infection bacterial, vaginal discharge, weight decreased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. On (B)(6) 2009 : essure confirmation test is : total bilateral occlusion. (B)(6) 2013 ¿ surgical pathology final report (post hysterectomy): cervix: chronic cystic cervicitis. Endometrium: proliferative endometrium. Myometrium: adenomyosis; leiomyoma. Right and left fallopian tubes, excision: no pathologic change. On (B)(6) 2013, laparoscopic-assisted robotic hysterectomy with removal of the uterus, cervix and tubes, cystoscopy. On (B)(6) 2010, laparoscopy, hysteroscopy, dilatation and curettage, and lysis of adhesions. Concerning the injuries reported in this case, the following ones were reported via social media cramping, pelvic pain menorrhagia, pruritus, popular skin exfoliation, abdominal pain, lower back pain abdominal pain, lower back pain,¿ quality-safety evaluation of ptc: medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No further adverse event was reported at the time of this assessment. No additional ae case report has been received to date in relation to batch no. 12367144. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ most recent follow-up information incorporated above includes: on 18-jun-2018: pfs recived. Updated outcome and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032718) on (B)(6)2014. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), abdominal pain ("severe abdominal pain/ cramp / chronic cramps"), pelvic infection ("infections"), device dislocation ("malposition of essure"), vaginal haemorrhage ("vaginal bleeding/ made me bleed heavily like chunks") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 12367144) inserted for contraception and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: birth control pills from 2003 to 2007. Concurrent conditions included uterine fibroid, pelvic adhesions, endometriosis, menometrorrhagia, anemia, hemorrhage vaginal, cervicitis cystic, adenomyosis and pain in joint since 2010. Concomitant products included fexofenadine (allegra) since 2002, fluticasone propionate (flonase) since 2009, loratadine (claritin) since 2008 and metronidazole. On (B)(6)2009, the patient had essure inserted. In february 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspepsia ("complete indigestion and a hard time eating") with eating disorder and dysmenorrhoea ("painful menstrual bleeding/ painful menstruation"). In may 2010, the patient experienced the first episode of headache ("severe headaches"), nausea ("nausea") and migraine ("migraines"). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("stomach swell/ bloating"), asthenia ("weakness") and uterine spasm ("it was like her uterus was contracting every time she had her menstrual"). In june 2010, the patient experienced fatigue ("fatigue"). In august 2010, the patient experienced vaginal discharge ("vaginal discharge"). In november 2010, the patient experienced alopecia ("hair loss") and rash papular ("rashes or skin conditions type: bumps and rashes"). In december 2012, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6)2013, 3 years 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods/ heavy menstrual bleeding"), back pain ("lower back pain"), non-consummation ("no sexual life"), device allergy ("allergic reaction / various allergic reactions") with pruritus, rash papular, skin exfoliation and dermatitis allergic, uterine leiomyoma ("fibroids"), urinary incontinence ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), infection ("infection (other),"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial"), the second episode of headache ("headaches"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), dry skin ("dry skin patches") and anaemia ("anemia"). The patient was treated with hydrocortisone acetate (hydrocortison for injection), vicodin, paracetamol (tylenol), ibuprofen (motrin), surgery ((B)(6)2013, hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy) and surgery (jun2010- ablation). Essure was removed on (B)(6)2013. On (B)(6)2013, the abdominal pain, vaginal haemorrhage, abdominal distension, dyspepsia, asthenia and uterine spasm had resolved. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, fatigue, alopecia, nausea, migraine, weight decreased, vaginal discharge and anaemia had resolved and the pelvic infection, device dislocation, back pain, non-consummation, device allergy, uterine leiomyoma, urinary incontinence, female sexual dysfunction, bladder disorder, dyspareunia, device expulsion, hormone level abnormal, gastrointestinal disorder, infection, urogenital infection bacterial, the last episode of headache, allergy to metals, depression, rash papular and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, back pain, dysmenorrhoea, dyspepsia, menorrhagia, non-consummation, pelvic pain, uterine leiomyoma, uterine spasm and vaginal haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, bladder disorder, depression, device allergy, device dislocation, device expulsion, dry skin, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, migraine, nausea, pelvic infection, rash papular, urinary incontinence, urogenital infection bacterial, vaginal discharge, weight decreased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2010: total bilateral occlusion on (B)(6)2009 : essure confirmation test is : total bilateral occlusion. (B)(6)2013 ¿ surgical pathology final report (post hysterectomy): cervix: chronic cystic cervicitis. Endometrium: proliferative endometrium. Myometrium: adenomyosis; leiomyoma. Right and left fallopian tubes, excision: no pathologic change. On (B)(6)2013, laparoscopic-assisted robotic hysterectomy with removal of the uterus, cervix and tubes, cystoscopy. On (B)(6)2010, laparoscopy, hysteroscopy, dilatation and curettage, and lysis of adhesions. Concerning the injuries reported in this case, the following ones were reported via social media cramping, pelvic pain menorrhagia, pruritus, popular skin exfoliation, abdominal pain, lower back pain abdominal pain, lower back pain,¿ quality-safety evaluation of ptc: medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No further adverse event was reported at the time of this assessment. No additional ae case report has been received to date in relation to batch no. 12367144. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ most recent follow-up information incorporated above includes: on(B)(6)2018: pfs and medical record received .reporter and patient demographics were added. Concomitant disease, concomitant drug, lab data were added. Abnormal bleeding (general), vaginal discharge, fatigue, hair loss, migraines, nausea, weight loss, updated to recovered / resolved. Event ¿anemia¿ added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.